Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The blood glucose was 339 mg/dl. The customer was taken to the hospital. The auto mode feature was active at time of high blood glucose event. The troubleshooting was performed. The insulin pump will not be return for analysis.